Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient received inappropriate hv therapies due to noise on the ventricular lead. X-ray revealed clavicular crush. The physician decided to explant the lead.